Manufacturer narrative:
(B)(4). Correction to the following statement in the initial MDR: there were no reported glucose values available to search within the parkes error grid calculator.

Event description:
The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient stated he noticed the inaccuracy in the morning of (B)(6) 2019, his cgm was 100 mg/dl and his bg were 140 mg/dl. He recalibrated after identifying the inaccuracy. The patient was out of town and in a drugstore when he started to feel low, his cgm value was 90s mg/dl. He was trying to locate glucose tablets in the store when he passed out. Emergency medical services (ems) was called and he was administered an unspecified medication to raise his blood glucose. He stated that neither he nor his followers had received any alerts. He stated that his receiver was in his hand at the time of the event and it did not vibrate. His bg post- ems intervention was 70 mg/dl and increased to 289 mg/dl later that day. At the time of contact, the patient was in stable condition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.